Manufacturer narrative:
Please be advised: the revision surgery reported in this incident was not a smith and nephew product; therefore, reporting is not required.

Event description:
It was reported that revision surgery was performed.